Event description:
It was reported that the patient's generator was at different settings than were previously set. The patient's brother indicated that the settings on (B)(6) 2016 showed that the on time had changed from 30 seconds to 60 seconds and that the magnet output current had changed from 3ma to 2.75ma. It is unknown how and when the device settings changed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Based on the information received from the physician, it appears that the device was initially interrogated on (B)(6) 2016 with the on time programmed to 60sec instead of 30sec. The device settings were reprogrammed on (B)(6) 2016 to 3ma output current and 30sec on time. The physician noted that the interrogation data from (B)(6) 2016 was not available. The system settings provided by the physician state that the device was programmed to 3ma magnet output current on (B)(6) 2016. The magnet on-time was changed to 60 seconds during the programming session on (B)(6) 2016.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: supplemental MDR 1 inadvertently listed the wrong off-time for the device's programmed settings on both sets of data from 03/23/2016. The off-times should have been 0.5min.

Event description:
Additional information was received indicating that the patient's device had migrated close to his arm and that the generator was near end of service. The patient's device has been explanted, but has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was returned and analysis was completed on (B)(6) 2016. Analysis of the generator in the pa lab determined that the pulse generator had reached an end of service due to battery depletion. The electrical tests performed on the generator performed on the generator verified that the generator likely depleted due to normal battery depletion. No other anomalies were identified with the returned generator.